Manufacturer narrative:
G4: 05nov2020. B4: 09nov2020. Failure analysis on the returned power membrane/overlay shows that the membrane/overlay, power , non-eng was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03sep2020, b4: 04sep2020 . The service technician indicated the service center confirmed the occurrence of the alarm led failure and the corresponding error occurred in the drpt (diagnostic report). The service technician indicated the power switch overlay needs to be replaced. The quote is pending approval from the customer. The scheduled repair is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17sep2020. B4: 18sep2020. The service technician observed the occurrence of the "check vent: alarm led failed" alarm and the occurrence log within drpt (diagnostic report). Therefore, the power switch overlay was replaced, and the phenomenon was resolved. It was observed that the rubber feet installation part of the central processing unit (cpu) tray cover was deformed. Therefore, the cpu tray cover was replaced. Periodic maintenance two was performed. The following parts were replaced to prevent failure in accordance with the maintenance procedure: a lithium-ion battery and pm kit 2 (oxygen inlet filter, inlet air filter, cooling fan filter, blower assembly, cooling fan, and tubing kit). Overall checking, cleaning, run testing, and a function test was performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported check vent: alarm light emitting diode (led) failed" alarm occurred. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.